Event description:
(B)(4). Since I got it I have had high blood pressure; reacting lymph nodes; depression; secure severe pain in my abdomen, lower back and sides. I get migraine headaches everyday. I spot for months, lose blood clots, everything I have a period.